Manufacturer narrative:
The patient's exact age is unknown; however, the patient is over 18 years of age. (B)(4) - intervention required to retrieve detached needle. (B)(4) - the reported event of needle detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stone removal. According to the complainant, during the procedure, the device was positioned within the patient at the ampulla of vater. The patient moved due to peristalsis. When the device was pulled back, the needle separated/disengaged from the catheter. The catheter was removed from the patient. The physician used biopsy forceps to retrieve the detached needle from the patient successfully. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.